Event description:
The customer reported after plugging the system into the facility's ac power outlet, the system emitted an audible tone and would not turn on. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The transformer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.